Manufacturer narrative:
The lead was discarded following the procedure and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to loss of capture (loc) and coronary sinus dissection. No additional adverse patient effects were reported.